Manufacturer narrative:
The field service engineer determined the rinse levels were misadjusted. The rinse levels were adjusted. Precision studies were performed. The customer has confirmed there have been no further issues since the service actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with crep2 creatinine plus ver.2 and a third patient sample tested with ureal urea/bun on a cobas 8000 c 502 module. The initial results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The reporter noted that the sample probe was bouncing after dispersing into the reaction cells. Patient samples and controls tested for bicarbonate and creatinine were being flagged as either above or below the assay measuring range. The fist sample (urine) initially resulted with a creatinine value of 109.9 mg/dl, which repeated as 142.9 mg/dl. The second sample initially resulted with a bun value of 7.2 mg/dl, which repeated as 74.8 mg/dl. The third sample initially resulted with a creatinine value of 2.75 mg/dl, which repeated as 3.7 mg/dl. The creatinine reagent lot number was 51387001, with an expiration date of 31-jul-2021. The bun reagent lot number was 48503001, with an expiration date of 31-mar-2021.

Manufacturer narrative:
The last creatinine calibration performed on (B)(6) 2020 was ok and there were no alarms. The last bun calibration performed on (B)(6) 2020 was ok and there were no alarms. Upon review of the alarm trace, a sample foam detection alarm occurred on the day of the issue on a different analyzer in the same line. The investigation determined the service actions resolved the issue.